Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped in snow and the customer observed a green line going across the pump screen. Reportedly, there were also multiple black lines running down the screen. Due to this display issue, the screen was unreadable. The customer's blood glucose level was 70 mg/dl. The customer would continue to use the pump for insulin therapy.